Event description:
Synovitis [synovitis]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unk with osteoarthritis (kellgren-lawrence grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was not provided. On an unspecified date, the pt initiated the first course of treatment with intra-articular synvisc (hylan g-f 20) injection, into the right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 1998, the pt received third synvisc injection on first course. On (B)(6) 1998, the pt experienced synovitis of right knee. The pt received treatment with intramuscular celestone (betamethasone) at a dose of 02 cc for the event of synovitis of right knee. On (B)(6) 1998, after duration of 30 days, the pt recovered from synovitis of right knee. The action taken with synvisc treatment was not provided. Relevant concomitant medications were not provided. The intensity for the event of synovitis of right knee was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.